Event description:
It was reported that the unit started smoking during use.

Manufacturer narrative:
Alleged failure: replacement unit just received started smoking during use. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be unintentional a fluid ingress the internal part of the console. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit started smoking during use.